Manufacturer narrative:
Event date is unknown. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation, tilt and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the caval thrombosis to the placement of the ivc filter. The presence of a thrombosis does not represent a device malfunction. Placement of a vena cava filter is not a cure for nor does it prevent the formation of clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation, tilt and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation, tilt and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, initial indications stated patient experienced recurrent deep vein thrombosis with pulmonary embolism and high risk for recurrent thromboembolism secondary to his job requiring long hours of driving. The filter was deployed successfully, and the patient tolerated the procedure well. According to the information received in the patient profile from (ppf), perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. A later computerized topography scan evaluation reported his filter had tilted and perforated. Due to these complications, patient further asserts to have suffered swelling and pain post-implant. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation, tilt and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, initial indications stated patient experienced recurrent deep vein thrombosis with pulmonary embolism and high risk for recurrent thromboembolism secondary to his job requiring long hours of driving. The filter was deployed successfully, and the patient tolerated the procedure well. According to the information received in the patient profile from (ppf), perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. A later computerized topography scan evaluation reported his filter had tilted and perforated. Due to these complications, patient further asserts to have suffered swelling and pain post-implant. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.